Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and chest pain. The right atrial (ra) lead exhibited rising, unstable and high thresholds. Pericardial effusion was confirmed. It was suspected that helix of the ra lead had caused a micro-perforation. A pericardiocentesis was performed. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.